Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported when the catheter was fed to the 10cm mark, the catheter could not be fed any further, so the catheter was withdrawn and the puncture site was replaced. When the catheter was halfway in, there was a slight resistance, so the chief nurse reported that the catheter was backed up by about 4 cm, and then the catheter was fed again, and the catheter flowed smoothly. When the catheter was sent to 46cm, blood was seen in the retraction, and pressure was applied to fix it. The result showed that the PICC shadow was seen under the left subclavian bone, which was reflexed outward and downward in the middle part of the clavicle, and the end was located at the level of the upper edge of the thoracic 3 vertebrae. Reported to the doctor and nurse, to adjust the position of the catheter, catheter pulled out to the inner length of 42cm, resistance, the child's pain is intense, to massage the arm, relax the muscles, but still can not be retracted catheter. The catheter was sent to the original depth, 46cm inside and 6cm outside, and blood was seen on retraction, and the catheter was injected smoothly.